Event description:
Device malfunction: none. Time of symptoms/ae: after vessel closure. Symptoms/ae: pain, claudication, stenosis involving the puncture site. The following event was noted through a periodic article review that assessed successful angioplasty of superficial femoral artery stenosis and it has been summarized as follows: after the patient underwent a cerebral arteriogram procedure a suture-mediated closure was performed in the right common femoral artery (cfa) using a closer device. Later that evening, the patient complained of pain in her right groin radiating down to the leg. Distal pulses were palpable with no pre-procedural change. No evidence was found of a hematoma or bruit at the puncture site. The patient was discharged the following day and the groin pain resolved 3 days after the procedure. One week later, the patient presented with acute claudication and was re-admitted to the hospital. An arteriogram was performed showing a tight stenosis at the origin of the right superficial femoral artery (sfa). A vascular surgeon was consulted and the lesion was treated with balloon angioplasty. Final arteriogram revealed no residual stenosis and excellent blood flow in the sfa. Reportedly, the arterial access site was felt to be a low puncture of the cfa and likely contributed to the stenosis.

Manufacturer narrative:
The device was not available for evaluation. The lot number was identified; therefore, a device history record review could not be performed.